Event description:
It was reported during a clinical study that 54 months post procedure implant of the stent (subject device) reintervention was required to right middle cerebral artery bifurcation aneurysm with possible relation to the device per the clinical endpoint committee (cec). It was resolved without residual effects. The patients medical condition was good. There were no other clinical consequences to the patient.

Manufacturer narrative:
Device remains implanted in patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. Therefore, a probable cause of anticipated procedural complication was assigned to this event. H3 other text : device remains implanted in patient.

Event description:
It was reported during a clinical study that 54 months post procedure implant of the stent (subject device) reintervention was required to right middle cerebral artery bifurcation aneurysm with possible relation to the device per the clinical endpoint committee (cec). It was resolved without residual effects. The patients medical condition was good. There were no other clinical consequences to the patient.